Event description:
It was reported that following implant the device helped the patient with urinary symptoms, but also led to constipation, including infrequent, painful stools and requiring the use of stool softeners. The oral medication caused dry mouth, leading to increased liquid intake, affecting urinary symptoms. The patient had not experienced bowel issues prior to implant, and did not experience any issues for the whole months of december, but was advised to try different settings by her doctor. The patient started on program 1 at 1.4 volts and had relief with no side effects, but experienced problems after switching to programs 2, 3, and 4. The patient stated that the more she messed with the settings the more she experienced bowel issues. The patient stated that she was not adequately trained on using the device, was not given much education, and was not told it could impact bowel movement until 5 minutes before the implant. The patient had experienced two urinary tract infections since the december implant, but it was noted that this was typical of her history. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 3889-28, lot# v852752, implanted: 2011 (B)(6), explanted: na; programmer model 3037, serial# (B)(4).